Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event.upon evaluation of the device, physio observed that the unit booted up with a white display and began resetting itself. As a result, defibrillation therapy may not be possible.

Manufacturer narrative:
(B)(4): physio-control examined the device and verified the reported issue. Physio then replaced the user interface (ui) to stack flex cable assembly and reloaded the device's software. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
After additional investigation by physio-control, it was determined that the cause of the reported issue was due to corrupt memory on integrated circuit, designator u2, of the user interface pcb assembly.